Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient failed to recharge his ipg for approximately six months to a year. The patient stopped using the scs system because he no longer was experiencing pain. The sjm representative confirmed the ipg was inoperable. The patient underwent surgical intervention on (B)(6) 2015 to remove and replace his ipg which resolved the issue.